Event description:
Customer reported receiving erratic blood glucose readings. Customer stated he was unable to regulate his insulin because meter was not communicating with the pump; bolused manually on the pump. Customer reported some hi readings; would self-treat. Customer stated he had a low blood glucose event; lost consciousness; was taken to the hospital by his wife. Customer reported his last blood glucose level was around 135 mg/dl around 9-10 pm. Blood glucose reading at the hospital was unknown, but was admitted for low blood glucose and treated with an IV of unknown content. Also treated for high blood pressure. Customer no longer has strips used during the event. Timeframe between testing and the event was not provided. No product requested for return.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.